Event description:
It was reported the patient had infections on and off since implant at neurostimulator site. The healthcare provider wanted to do an MRI to check if the infection had spread.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was a device site infection with the ins. Patient taken to surgery for washout of battery pocket with antibiotics, tyrex used on reinsertion of battery into pocket area. Hospitalization was noted. Wound dehiscence was the diagnosis. The issue was resolved and all labs are within normal limits. The rep noted they would submit any new information that becomes available.

Manufacturer narrative:
H6 coding has been updated, as no allegations of overstimulation were made, and this was coded in error. Overstimulation coding replaced with wound dehiscence coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 the patient called in regard to returning their external devices. Caller said they had to remove the spinal cord stimulator because the patient had an infection that set in. When asked for event date caller said originally they thought it was an interesting section because the body was not dissolving the stitches so they took the battery pack out and cleaned out the pouch and put it back in and used some different types of stitches. But the doctor seemed to think that the patient's body was rejecting the foreign object. Caller said it had nothing to do with the stimulator itself because it was helping but because there was an infection they could not leave it in. The battery was infected so they replaced it in the middle of november and they thought everything was good but at the end of december it started getting infected again so they had it removed on saturday. Manufacturer representative (rep) reports that the patient's lab's were normal. The doctor stated the infection that reoccurred could be an allergy to sutur es during surgery. Rep reports a pocket revision took place. Rep reports having a conversation with the patient and the managing doctor on (B)(6) 2025. Rep states on the weekend of (B)(6) the patient was admitted to the hospital. The attending doctor made the decision to explant product due to possible infection. After surgery was completed it was determined per the doctor that symptoms were not related to the manufacturer's products. It was determined that patient has an allergy to the suture used during surgery. Patient was satisfied with therapy and manufacturer's service. No complaints or questions voiced.

Event description:
It was reported that the device was discarded by the customer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.